Manufacturer narrative:
Manufacturer's report date: 02/09/2011. (B)(4). The device was received. Investigation is not complete. A follow-up will be submitted with any relevant investigation findings. Patient was in extremely critical condition with respiratory failure. He appeared to improve with the rotoprone therapy, but nurses noted that when turned to the right side his o2 sats dropped. Other than that, there is no mention of a change with turning. Because of his pneumonia and sepsis, his blood pressure was low most of the time.

Event description:
Customer medwatch received which reported patient was on both continuous renal replacement therapy (crrt) and rotoprone therapy. The patient was due to be placed in supine position as ordered. The patient was on levophed, vasopressin, fentanyl, and versed infusions. Immediately after the turn, the respiratory therapist noted a puddle of solution mixed with blood leaking on the floor. Before the leak was noticed, the patient's blood pressure started to drop drastically. Once the puddle was noticed, the patient's blood pressure was roughly 40's systolic. A code was called due to weak femoral pulses. The code lasted only two minutes as it was discovered the tubing infusing levophed had a thin stream spraying from side of tubing. A very small hole had developed in the tubing. Patient regained adequate blood pressure and heart rate once tubing was changed. The tubing had been in use for 2 days.